Manufacturer narrative:
Additional patient identifier: (B)(6). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, when putting a titanium trochanteric fixation nail (tfn) nail, the canal was two types so the doctor begin to back the nail out when the impact stryker became stuck inside the aiming arm which eventually broke off. The case was completed successfully with very minimal delay. Patient status is unknown. This report is for one (1) driving cap/threaded. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.010.523; lot: 9519960; manufacturing site: bettlach. Release to warehouse date: august 25, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the driving cap f/insertion handle (part # 03.010.523, lot #: 9519960) was returned and received at us customer quality (cq). Upon visual inspection at cq, the distal tip of the device was broken, and the broken part was not received. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: groove od; shaft od. Measured dimensions: groove od = conforming. Shaft od = conforming. Document/specification review the following document(s) was reviewed: connector for insertion handle. Complaint confirmed? Yes. Investigation conclusion: the complaint is confirmed for driving cap f/insertion handle as the distal tip was broken. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drive cap broke inside of the insertion handle.